Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to address the required corrections. Updated fields: h2, h3, h6, h11. Corrections: d4: model, serial number, and g4. The device was not returned to olympus for inspection, but a field service engineer evaluated the device, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lens became dislodged from the section where the light cable was attached due to the adapter being detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid optical laparoscope lens was broken off. The issue was found inspection for use. There were no reports of patient involvement.